Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015 and confirmed a leak from silicon green stripe tubing from fitting ff180 to pinch valve vl50b; the tubing was replaced, resolving the leak. The fse was unable to duplicate the backwash tank errors. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported an uncontained diluent leak of about 10 ml from the right rear of the diluter on a coulter lh 780 hematology analyzer while running samples. Backwash tank not full error messages were recovered in connection with the leak. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.